Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('only tubes removed the first time/ pain') and uterine infection ('uterine infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine infection (seriousness criterion medically significant), asthenia ("lack of energy"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), headache ("headaches"), arthralgia ("joint pain"), periarthritis ("frozen shoulders"), plantar fasciitis ("plantar fasciitis"), back pain ("back pain"), genital haemorrhage ("heavy bleeding"), alopecia ("hair falling out"), ovarian cyst ("ovarian cyst"), cervix disorder ("cervical lesions"), sjogren's syndrome ("sjogren's syndrome, sicca (dry eyes and mouth)"), dry mouth ("dry mouth"), fatigue ("fatigue"), carpal tunnel syndrome ("carpal tunnel"), nervous system disorder ("neurologic problems"), inflammation ("inflammatory responses"), vaginal infection ("vaginal infections"), rheumatoid arthritis ("rheumatoid arthritis"), hypertension ("high blood pressure"), sleep apnoea syndrome ("sleep apnea"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain") and blood glucose abnormal ("uncontrol blood sugar"). The patient was treated with surgery (underwent salpingectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine infection, asthenia, endometriosis, fibromyalgia, headache, weight increased, arthralgia, periarthritis, plantar fasciitis, back pain, genital haemorrhage, alopecia, ovarian cyst, cervix disorder, sjogren's syndrome, dry mouth, fatigue, carpal tunnel syndrome, nervous system disorder, inflammation, vaginal infection, rheumatoid arthritis, hypertension, sleep apnoea syndrome, blood glucose abnormal, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, asthenia, back pain, blood glucose abnormal, carpal tunnel syndrome, cervix disorder, depression, dry mouth, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, hypertension, inflammation, nervous system disorder, ovarian cyst, pelvic pain, periarthritis, plantar fasciitis, rheumatoid arthritis, sjogren's syndrome, sleep apnoea syndrome, uterine infection, vaginal infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, asthenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: patient initials were updated (as patient reported her real name). New events were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('only tubes removed the first time') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('only tubes removed the first time/ pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and asthenia ("lack of energy"). The patient was treated with surgery (underwent salpingectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and asthenia outcome was unknown. The reporter considered asthenia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, asthenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received (social media): event medical device removal pt was updated to pelvic pain. New event lack of energy was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('only tubes removed the first time') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.